Manufacturer narrative:
The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.the sensor was inserted on (B)(6) 2025 and the symptoms began appearing on the same day. The patient had pain, swelling and discomfort at the area of sensor insertion. The patient contacted hcp who confirmed infection at the insertion site. The patient was treated with antibiotics (pecillin v-rationpharm) for five days (3 times a day). This helped heal the infection. The patient is currently using the system without any further issues. This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where the patient experienced infection at the insertion site with the symptoms of pain and swelling. The symptoms first appeared on (B)(6) 2025. The patient contacted hcp who prescribed antibiotics.